Event description:
Customer reported that there was a lack of retention and implant thread exposure. Loss of integration.

Event description:
Customer reported that there was a lack of retention and implant thread exposure. Loss of integration.